Event description:
It was reported that a patient had symptoms of seizures, and it was unknown whether the MRI (magnetic resonance imaging) was being done to rule out seizures as related to the pump therapy. The pump was used to infuse baclofen (unknown). No intervention or outcome was reported. Follow up was being conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j10833r11, implanted: 2001-(B)(6), product type: catheter. (B)(4).